Event description:
The surgeon reported that during vitrectomy the outer needle separated and the probe stopped cutting since the inner needle was not in appropriate alignment. No pt injury was reported.

Manufacturer narrative:
The sample will be returned for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was failed to FDA on: 05/22/2009.